Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) failed incoming backlight on/off difference functional test as a display backlight would not turn on due to a pinched / cut display wire. It was also noted that the output connector assembly was broken. The hanger assembly, upper and lower case were broken. The encoder assembly was contaminated. Six case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The epg which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.